Event description:
The sheath came out of the hemostasis valve and got dislodged in the pt. The pt needed to go to the or to have the sheath removed. No product was returned to datascope for evaluation. Event complications: sheath got dislodged in pt/surgery required - reported 9/25/98. Pt's current status: unk - reported 9/25/98.